Event description:
Hospital is reporting the 7mm extended length endoscope is broken. Hospital reports no patient interaction. Issue was discovered during testing.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).